Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months later post filter deployment, the bard inferior vena cava filter was attempted for removal. The right internal jugular vein was accessed, and a 0.0535-inch starter wire was inserted into the superior vena cava and a 5-french sheath was inserted over the wire. Then a 0.035-inch amplatz wire was inserted through the sheath into the inferior vena cava. Then the short sheath was removed and was replaced with a 90cm 10-french bard sheath with the tip of the sheath below the level of the filter. This showed no evidence of filling defects within the filter or the inferior vena cava. An inferior vena cavogram was performed which demonstrated that there was an inferior vena cava filter with significant angulation of over 20-degrees with several of the filter struts penetrated through the inferior vena cava wall. Also, the proximal hook was embedded and lodged within the right lateral caval wall. At this point, the bard snare was placed within the sheath and several attempts were made to engage the hook portion of the filter. However, because it was lodged against the vein wall, the attempts were not likely to be able to encircle the filter. Finally, the decision was made to abandon the filter retrieval attempt. However, the patient will be referred for continued observation of the filter and if symptoms were developed, there will be reattempt percutaneous retrieval or an open retrieval will be performed if the patient becomes symptomatic. After one year and one month, an x-ray of abdomen was performed for abdominal pain. The study showed that there was an inferior vena cava filter present. After four months, an x-ray of abdomen was performed for abdominal pain. The study showed an inferior vena cava filter was unchanged in position. It was mentioned that the patient had inferior vena cava filter in place and after regained mobility, an attempt was made to retrieve the inferior vena cava filter percutaneously, as it was noted that the filter was somewhat misaligned and angulated and were unable to percutaneously remove, the filter. Since the patient complained of a persistent abdominal pain and failed a trial of non-operative management, the patient was informed of the risk of open inferior vena cava filter removal. On the same day, the bard inferior vena cava filter was removed via midline laparotomy incision. A midline laparotomy incision was made and dissection through subcutaneous tissues was carried out with electrocautery. Then the abdominal fascia was entered, and a self-retaining retractor was placed in the wound. The transverse colon was elevated superiorly, and the patient¿s small bowels were packed to the right side. Then the inferior vena cava was dissected free of the surrounding tissue. It was then noted that an inferior vena cava filter with several of the barbs penetrated through the inferior vena cava wall and one of the barbs was jetted against and penetrated the adventitia of the aorta. Also, another barb was penetrated into the gonadal vein and excited that gonadal vein. Also, several other barbs were abutted against the duodenal wall as well as the anterior spinal ligament. In order to free up the soft tissue surrounding the vena cava, several of the barbs required transection outside the inferior vena cava. The hooked portion of the transected barb was removed and passed off ligated. Then several small tributaries to the inferior vena cava were ligated and clamps were applied proximally and distally. Then a separate clamp was applied to a large lumbar vein as well as the gonadal vein. It became apparent that there was a filter bard within the gonadal vein and penetrated through the vein. Then the inferior vena cava was opened longitudinally with a #10 blade and extended with potts scissors and stay sutures were applied. Then the filter was carefully removed from the inferior vena cava as well as from the gonadal vein. Finally, the filter was removed. An endovenectomy was also performed to remove the scar tissue holding the filter in place. Once the filter was removed, the luminal surface was inspected, and loose debris was removed. The inferior vena cava wall was then primarily repaired and a prolene suture was used to repair some bleeding from the site where the filter strut was removed from the aortic wall. A surgical pathology report was provided with gross description of the inferior vena cava filter specimen. The report described an inferior vena cava filter on the requisition was a silver metal filter with a small hook and the hook end measured 0.9cm in length and 0.2cm in diameter. Also, there were five 3.3 x less than 0.1cm extensions and six metal 2.9 x less than 0.1cm in length extensions. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in conjunction with trauma situation/motor vehicle accident. After an unknown amount of time post filter deployment, it was alleged there was perforation of filter strut(s) into organs, the filter tilted and embedded in the wall of the inferior vena cava. After an attempted but unsuccessful percutaneous removal procedure, the filter was removed via an open abdominal procedure. The patient alleges to experience abdominal pain, dizziness, and discomfort from the incision and scarring from the removal surgery. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post trauma with a pelvic fracture and prolonged immobility was scheduled for vena cava filter placement. The right common femoral vein was accessed and intravascular ultrasound (ivus) demonstrated no evidence of thrombus. The renal veins were identified and the filter was deployed. The ivus catheter confirmed excellent infrarenal position. All devices were removed and pressure was held at the puncture site. The patient tolerated the procedure well. Approximately three months post filter deployment, the patient was ambulatory and was a candidate for filter removal. The right internal jugular vein was accessed and an inferior venacavogram demonstrated significant angulation of the filter as well as filter limbs extending beyond the caval wall. The proximal hook of the filter was lodged within the right lateral wall. Several attempts were made with a snare device; however, the hook could not be engaged. The retrieval device was removed and pressure was held. The patient tolerated the procedure well and was transferred in satisfactory condition. The patient was referred for continued observation of the filter, and if symptoms developed, another percutaneous retrieval or open retrieval would be attempted. Approximately one year nine months post filter deployment, the patient complained of persistent abdominal pain and failed a trial of nonoperative management and was scheduled for open inferior vena cava filter removal via midline laparotomy incision. A midline laparotomy incision was made and the abdominal fascia was entered. The transverse colon and small bowels were moved to the right side. Several of the filter limbs were noted to be perforating the vena cava with one limb extending into the adventitia of the aorta, one limb perforating through the gonadal vein and limbs abutting the duodenum and anterior spinal ligament. Filter limbs were cut outside of the vena cava and the hooked portion of the limbs were removed. The inferior vena cava was opened longitudinally and the filter was carefully removed. An endovenectomy was performed to remove scar tissue from holding the filter in place. Once the filter was removed, the caval wall was closed up. The bowels were returned to their anatomic position. A suture was used to repair bleeding at the site where the limb was removed from the aorta. The abdominal wall was closed and the skin was closed with surgical clips. Surgical dressings were applied. The patient tolerated the procedure well and was transferred in satisfactory condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three months post filter deployment, an inferior venacavogram demonstrated significant angulation of the filter as well as filter limbs extending beyond the caval wall. The proximal hook of the filter was lodged within the right lateral wall. Several attempts were made with a snare device; however, the hook could not be engaged. Approximately one year and nine months post filter deployment, the patient complained of persistent abdominal pain and failed a trial of nonoperative management and was scheduled for open inferior vena cava filter removal via midline laparotomy incision. Several of the filter limbs were noted to be perforating the vena cava with one limb extending into the adventitia of the aorta, one limb perforating through the gonadal vein and limbs abutting the duodenum and anterior spinal ligament. Filter limbs were cut outside of the vena cava and the hooked portion of the limbs were removed. The inferior vena cava was opened longitudinally and the filter was carefully removed. Based on the provided medical records, the investigation can be confirmed for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in conjunction with trauma situation/motor vehicle accident. After an unknown amount of time post filter deployment, it was alleged there was perforation of filter strut(s) into organs, the filter tilted and embedded in the wall of the ivc, and the device was unable to be retrieved. After an attempted but unsuccessful percutaneous removal procedure, the filter was removed via an open abdominal procedure. The patient alleges to experience abdominal pain, dizziness, and discomfort from the incision and scarring from the removal surgery. Based on a review of medical records received, the patient status post trauma with a pelvic fracture and prolonged immobility had a vena cava filter deployed. Approximately three months post filter deployment, an inferior venacavogram demonstrated a tilted filter with limbs extending beyond the caval wall. Despite multiple attempts with a snare device, the filter was unable to be removed percutaneously and the procedure was concluded. Approximately one year nine months post filter deployment, the patient with complaint of abdominal pain was scheduled for open filter removal. The abdominal fascia was entered and perforating filter limbs were cut and removed from the patient. The filter was carefully removed. The abdominal wall was closed and the skin was closed with surgical clips. The patient tolerated the procedure well. No additional information was provided in the medical records received.